Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. During visual inspection insulin pump had a cracked reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corners.

Event description:
Customer reported a button error alarm. The customer's blood glucose was 174 mg/dl. The customer stated she was dancing with the insulin pump on her prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).